Event description:
It was reported that the patient presented remotely via merlin home. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited far field r-wave oversensing resulting in inappropriate automatic mode switch episodes. No resolution was performed. The patient condition was stable.